Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 165 mg/dl. The expected fasting blood glucose test result range is 88 to 130 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer is concerned with high results that were performed fasting. Complaints that the meter is reading higher than his a1c.